Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer stated that insulin pump goes through batteries quickly. Customer stated that changing battery cap did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Customer called in on 07/14/2021 with concerns of battery not lasting enough time. A new battery cap was send to customer to isolate possible failures of battery cap. After receiving new battery cap and in use customer called back with the same concerns of battery not lasting and failed battery alarm. Device was downloaded successfully using(thus software). During download review on even date 07/14/2021 at 3:12 a failed battery test alarm was recorded. There after between the hour of 3:30 through 21:00 hours, 10 more change battery alarms were recorded. Device passed the sleep current measurement, active current measurement, self test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed, replace battery now alarm and failed battery test alarm in download history file. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. It was determine that the unexpected change battery alerts, failed battery and the abnormal power graph was due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Device was also received with cracked case(battery tube), cracked battery tube threads, cracked retainer and missing display window cover.